Event description:
It was reported that externalized conductors were noted on the right ventricular lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the lead tip measuring 52.0cm was returned for analysis. Externalized conductors due to external insulation abrasion were noted at 7.3-9.3cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation was noted at 30.7-32.4cm from the distal tip. The etfe coating was abraded at these locations. Internal insulation abrasion was noted at 30.6-31.2cm from the distal tip. The etfe coating was intact at this location.